Event description:
Additional information was provided by the reporting surgeon. The pt experienced ghosting and bright light spikes from bight lights in low lighting conditions. The pt also reported that things seemed bright blue. The surgeon does not think the intraocular lens (iol) malfunctioned.

Event description:
A surgeon reports that a pt experienced monocular diplopia following intraocular lens (iol) implantation. Add'l info has been requested.